Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she changed the infusion set and is getting a no delivery alarm. Blood glucose value is 200 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir. Customer was instructed to manually push plunger; insulin did not exit the tubing. Customer changed the infusion set and performed manual prime with current reservoir; insulin still does not exit. Customer then changed the reservoir and performed fixed prime; the insulin pump did not alarm no delivery. Alarm was resolved by changing the reservoir. Nothing further reported.